Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during insertion to treat an atrial fibrillation (a fib) aspirated air. The sheath was placed in left atrium and the dilator was removed, then air was drawn during aspiration. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that a faradrive steerable sheath during insertion to treat an atrial fibrillation (a fib) aspirated air. Faradrive was prepared like IFU, fd placed in la, dilator has been removed, then air was drawn during aspiration. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.